Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump housing and usb port were damaged, including usb pins, which affected ability to charge pump, but pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, and technical support arranged for pump replacement and discussed an out-of-warranty loaner pump option.